Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate issue showing 5 units instead of the expected 210 units. There was no adverse impact to the customer¿s blood glucose level. The customer used manual daily injections (mdi) as backup therapy until returning home to troubleshoot further. After escalated troubleshooting, it was determined to replace the customer's pump, and a replacement was sent. The caller was instructed on returning the problematic pump via a pre-paid label.